Manufacturer narrative:
The mother reported that the safety sheet zipper was broken and would not allow for the safety sheet to remain secured to the canopy. She stated there was no injury as a result of the event. She included a video in her initial report that confirms there is damage to the safety sheet zipper, showing the zipper pull was detached from the zipper and still attached to the lock. Cubby beds made multiple attempts to obtain additional information but the mother did not respond to any of the communications. Three emails, two voice mails, and two text messages were sent between the dates of 25-nov-2024 to 16-dec-2024. There was no product returned for evaluation. The mother included the canopy lot number in her initial report: 231205m03. All inspections were performed successfully and there were no nonconformances documented in the manufacturing records. The order number provided does not match any order information at cubby beds. Without the correct order number, cubby beds is unable to determine the manufacturing lot number of the safety sheets. Sensory medical's root cause investigation is ongoing, and the company will supplement this report as necessary.

Event description:
The mother reported that the zipper on the inside of the bed that connects the sheet to the bed is broken. Therefore the bed sheet's lock is not keeping her daughter from unzipping (ripping open) the remainder of the zipper and eloping which has become an issue again. The mother stated there was no injury.